Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; high out-of-range right ventricular (rv) lead shock impedance measurements were also observed beginning several weeks prior to the code 1003. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was later performed at which time the device was found to have entered safety mode upon interrogation. The device was explanted and the rv lead capped and surgically abandoned; a new system was then implanted. No adverse patient effects were reported.